Manufacturer narrative:
(B)(4). The lead could be advanced through a 7f sjm reference introducer but with some resistance due to the maximum dimension of the lead between the distal end of the rv shock coil and electrode ring was out of specification. (B)(4).

Event description:
It was reported that the there was difficulties placing the lead and eventually the lead appeared to be damaged and was replaced. There was no report of any adverse consequences for the patient.